Event description:
It was reported that the catheter was placed in the right anticubetical fossa (acf) to 20 cm and discharged with once a day bolus therapy. Leaking from the entry point during administration occurred after five days of being insitu. As a result, the catheter was removed and replaced with a PICC. There was no reported patient injury, complications, or death. There was a delay in treatment, but it did not cause harm to the patient.

Manufacturer narrative:
(B)(4). The device will not be returned.